Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed alarm and motor error. Customer's blood glucose value was unknown at the time of the incident. Customer also stated that the insulin pump had no delivery alerts. Troubleshooting was performed. The customer stated that the alarm happened after replace a battery. Customer stated that this was the first time that the customer received an error. The device will not be returned for analysis.